Manufacturer narrative:
(B)(4). This is a report of use error, where the patient was connected to an unprimed patient line, and was reusing single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was connected to the patient line without the line being properly primed for peritoneal dialysis therapy. It was reported that the customer also restarted therapy while in dwell four of five of dialysis therapy, and was using the same supplies. The patient was connected at the time. The technical services representative reviewed proper procedures with the patient and assisted with ending therapy so they could start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.